Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by mail and email. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the iol was inserted and removed due to vitreous loss. The facility is not blaming the lens as it was not defective, however the surgery was complicated by a vitreous hemorrhage. Additional information has been requested.